Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly found.

Event description:
It was reported that the lead was explanted due to high pacing threshold, noise, and undersensing. Patient received inappropriate therapy.